Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the tie wrap leaking. Associated malfunctions for this device: pilot valve failed resistance.